Event description:
The customer's glucose was tested using her contour meter and the reading was under 200 mg/dl. Her glucose was retested using another meter and that reading was over 200 mg/dl. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting, so no product will be returned.